Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) computer was not automatically starting up after switching mvs on. The site had to switch on the system several times after starting. This issue is reproducible. The mvs gets power but does not start up only by pressing the main button directly at the front of the computer. The site checked the uninterruptible power supply (ups), the usb cable to the ups, and the bios settings and found no issue with those. There was no patient present.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported problem was confirmed. The mvs server was installed in a different imaging device. He device would manually start up and the yellow system amber light was solid. The windows tool device manager confirmed in the device manager that the video control driver was missing which caused the "found new hardware" message to pop up when ever the computer would start. Motion, generator and communication were successful. 2d and 3d images could be acquired. Analysis found that the reported event was related to a operating system issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter provided. If information is provided in the future, a supplemental report will be issued.